Event description:
A product by the name of elevess, was injected by dr into my nasolabial folds and upper lip. I experienced extreme swelling, redness, tenderness, pain, itching, and nodule formation shortly thereafter. I was very uncomfortable with these symptoms and my bull dog, duck-like appearance and complained to the doctor who said these symptoms were normal and should disappear in a week. However, the nodules did not go away and I also looked swollen. One and a half months later, a pea sized hard lump popped out on my upper left lip. Two days later, I developed an abscess along my nasolabial fold on the right side of my face. Within three days, one abscess spread into multiple abscesses on both sides of my face. I had an emergency drain because the swelling started to impair my vision in the right eye. However, the abscesses spread progressively and I had to undergo emergency surgery to remove the material that was injected and the inflamed abscesses. I had two long incisions left open from the inside of my lip/nasolabial folds stuffed with packing in order for the puss to drain out. This took place over a period of 6 days, while I was hospitalized and treated with intravenous antibiotics. My face is disfigured and I look like a different person. Dose or amount: 2 full syringes. Frequency: once. Route: ID. Dates of use: 2008. Diagnosis: aesthetic.